Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed accuracy test. Low and high glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor when the customer became hypoglycemic. The customer subsequently experienced seizures and a loss of consciousness, and required treatment of glucagon injection by a third-party. A healthcare professional was then called to the customer's home, and had customer eat carbohydrates. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The p30 pro huawei device has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor when the customer became hypoglycemic. The customer subsequently experienced seizures and a loss of consciousness, and required treatment of glucagon injection by a third-party. A healthcare professional was then called to the customer's home, and had customer eat carbohydrates. No further treatment was reported. There was no report of death or permanent injury associated with this event.